Manufacturer narrative:
Summary of evaluation: funtional tests with two acceptable vitalock outer shells shows the returned insert seated and locked properly in each shell with some toggle present. This toggle is in compliance with the tolerance requirements for this products. The returned insert functions as intended by design.

Event description:
Surgeon impacted insert into the vitalock cup and felt it did not fit tight enough. There was no adverse consequence to the pt caused by this event.